Event description:
It was reported that the patient's blood glucose levels reached 344 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a correction shot was given.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Inspection of the fluid path found no damages or manufacturing deficiencies that would prevent fluid from flowing through the complete fluid path. The download data from the device showed that an 0x45 alarm had been generated by the pod, indicating that sma wire 2 was open. The front sma wire resistance was measured to be out of specification at 51.5 kiloohms. Inspection of the sma wire assembly found the front sma wire to be broken at the hook switch. This break resulted in the high front sma wire resistance and the 0x45 alarm.